Event description:
During a peripheral artery stenting treatment procedure, difficulties removing the stent were encountered. The physician was unable to cross a highly calcified left superficial femoral artery (sfa) and elected to retract the delivery/stent device. Upon removal, the delivery system looked "funny", the shaft had broken. Under fluoroscopy, it was noted that the stent dislodged. The physician was able to bring the stent back to the iliac artery with a snare. The stent then became "all balled up" and the physician could not remove the stent. The pt went to surgery to retrieve the stent. The pt's status is listed as "stable." No other pt injuries or complications have been received.